Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customers blood glucose level. Tandem technical support made multiple attempts to follow up with customer but were not able to.